Event description:
Additional information was received from a manufacturer representative (rep) reporting the patient is a large man and had 40 cm extensions. It looked on fluoroscopy that it pulled down. The left lead is broken and not removed. The surgeon offered to re-implement the lead but the patient chose not to at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-28, lot#: unknown, product type: lead. Product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable, neurostimulator. Product ID: 3389s-40, lot#: va0vvkr, implanted: (B)(6) 2015, product type: lead, product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot#: va0z14g, implanted: (B)(6) 2015, product type: lead. Product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown, product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-apr-2018, UDI#: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 29-jul-2019, UDI#: (B)(4), product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-jul-2018, UDI#: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 11-aug-2019, UDI#: (B)(4). Refer to manufacturer report #3004209178-2020-19213 for related system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient was undergoing a battery exchange along with bringing the extension across the chest. The surgeon couldn¿t palpate the extension lead connection, so they call for fluoro and found it much lower than the original extension. The surgeon did not implant this patient as it was done at a different facility. In addition, the surgeon noticed a gap at the proximal end of the lead and wanted to know if it looked like a break. The manufacturer reviewed the image and stated it looked like a break. The impedances on the left shower a short between 0 and 1 about a month ago. The day of the procedure all impedances were normal. The rep suspected patient positioning may have caused this as the extension was stretched and fluoro was after that. The surgeon didn¿t reconnect the extension but added a different one.